Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic post implant. Upon interrogation, the implantable cardiac monitor exhibited loss of sensing. Drop in sensing was noted since implant. No further intervention was performed.